Event description:
The pt's meter was reported to keep falling the control solution tests. A control solution test was done each time a new vial was opened and it failed for 15 vials. The meter was coded correctly and pt was using the correct control solution. The test strips were in good condition and were not expired or opened past the discard date. The control solution as also opened less than the discard date. This case is reported as a strip malfunction since the issue was not resolved with troubleshooting.